Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned nail was confirmed based on the catalog # and the lot # marked. The returned implant is broken in two at lag screw hole. Both parts have been returned for inspection. The microscopic inspection revealed that the breakage originated in the lateral side, in the distal portion of the nail. The presence of rest lines gives evidence of a fatigue fracture. Signs of a rapid fracture ("catastrophic rupture") in the distal and in the proximal portions of the nail give indication that the implant broke suddenly under high load, which is confirmed by the reported fall of the patient. The shiny areas observed on the breakage surface are a result of friction between the nail parts during the fracture. These shiny areas are also likely a result of the rapid fracture. Extensive material damage, which was caused by misaligned drilling, may have weakened the device and contributed to the breakage. This statement is confirmed by the significant signs of wear (shiny areas) on both sides the lag screw hole, in the inside and in the outside. The removed material created a sharp-edged chamfer on both sides. Damage can be observed on the edge of the proximal hole, below the lag screw. This indicates that the nail was subjected to severe loads, leading to displacement of the lag screw, associated with the breakage of the nail. The scratches observed on the implant shaft occurred most probably during the device explantation and are most probably not related to the implant breakage. Based on investigation, the root cause was attributed to a patient related issue. The nail ultimately broke following the fall of the patient. Nonetheless, it could be determined that the nail was already fractured in both sides prior to the fall. Hence, the fatigue fractures could be determined as the primary cause of the breakage. The reported delayed bone union, that could explain the fatigue fractures, could not be confirmed due to the absence of x-rays provided. It can be stated, based on the extend of the damage observed, that the misaligned drilling had a direct influence on the fatigue fractures, by at least, accelerating their progression. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
It has been reported that the gamma3 nail broke, 5 months after implantation and later the patient fell again, whereby the patient already reported pain two weeks before the new trauma. Update (B)(6) 2024: additional information received indicates delayed union was observed.

Manufacturer narrative:
Correction please refer to d9 the product was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Despite three attempts having been made, no evidence or further information was received. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It has been reported that the gamma3 nail broke, 5 months after implantation and later the patient fell again, whereby the patient already reported pain two weeks before the new trauma.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It has been reported that the gamma3 nail broke, 5 months after implantation and later the patient fell again, whereby the patient already reported pain two weeks before the new trauma.